Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had repeated no delivery alarms. Customer stated they were unable to receive insulin and discontinued use of the insulin pump until a week prior. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer also reported being hospitalized for diabetic ketoacidosis in 2011. The details of the hospitalization was not provided at the time of the call. Customer declined to troubleshoot for their high blood glucose. The customer agreed to return the insulin pump for analysis.